Event description:
It was reported that this bur guard was in use at the time the drill overheated. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the bur guard was received for investigation and the reported problem was not able to be verified. The bur guard met all test requirements. Further investigation found that the bur guard has no repair history with conmed linvatec and is overdue for preventive maintenance.